Manufacturer narrative:
After further review of additional information received the following sections b2, b5, d10, g1, g3, g6, h1, h2, and h6 have been updated accordingly.

Event description:
Approximately 9 year(s), 10 month(s) and 17 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening with mechanical catching. The patient underwent a standard total revision with the reported removal of the replicator plate. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure. This event was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Event description:
As reported, approximately 11 years postop the initial l tsa, the (B)(6) y/o female patient presented with increasing pain in left shoulder without moi since (B)(6) 2020. Cultures showed infection. A scope biopsy was completed on (B)(6) 2020, diagnosed with deep infection. The case report form indicates this event is not related to devices and unlikely related to procedure. Patient¿s outcome listed as continuing. This event report was received through clinical data collection activities. No other information available at this time.